Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on the blue screen and unable to login. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network issue was isolated from this facility. A technical support specialist confirmed that the facility was off the network and used different routing. The information technology team resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.